Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the power supplies, pcs, and cards in all device cabinets were energized. However, the device started up but did not fully turn on. To resolve the reported issue, the fse reinstalled the software on the device. After the reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this compliant.